Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
(B)(6) study. It was reported that a intellamap orion high resolution mapping catheter, two intellanav stablepoint catheters and a dynamic xt catheter was used in a mapping and ablation procedure. During the procedure it was noted that patient cardiac tamponade occurred, a echocardiography was performed to confirm. The event was resolved with a pericardial drainage. No further patient complications were reported.